Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after the balloon catheter was inserted into the sheath, air was continuously introduced through the sheath. The balloon catheter was re-inserted multiple times without resolve. The sheath was then replaced with resolve. It was then indicated that a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was reconnected with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.